Event description:
It was reported that two mcm20 were used during a liver cancer procedure. It was reported by the affiliate that the clip appliers were used for ligating the vessels in the liver. The clips did not form correct clips. The surgeon tried to form many clips. A lumen between the clip jaws was noticed. He asked for another applier and encountered the same problem. A new applier was used and functioned well. There was no consequence to the pt.